Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis. Upon follow-up, the patient¿s pdrn reported the patient presented to the pd clinic on (B)(6) 2024 with fever, abdominal pain, and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was administered intraperitoneal (ip) vancomycin 2g one time. Additionally, the patient was prescribed ip tazicef 2g daily for 3 weeks. The culture resulted positive for gram-positive coagulase-negative staphylococci (cons). The patient¿s antibiotic treatment was adjusted and ip vancomycin 2.5g daily for three weeks was added. The patient was not hospitalized and continued to complete pd therapy utilizing the liberty select cycler during recovery. The patient¿s repeat cultures (unknown date), and white cell count (date not provided) showed the peritonitis had cleared. The cause of the peritonitis was not confirmed; however, no cassette leaks or other issues with the liberty select cycler or cycler set were reported.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the cycler with cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or a cycler set defect reported for this event. Although a cause of the peritonitis was not determined, the results of the culture suggest a breach in aseptic technique. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information and no evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis. Upon follow-up, the patient¿s pdrn reported the patient presented to the pd clinic on (B)(6) 2024 with fever, abdominal pain, and cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was administered intraperitoneal (ip) vancomycin 2g one time. Additionally, the patient was prescribed ip tazicef 2g daily for 3 weeks. The culture resulted positive for gram-positive coagulase-negative staphylococci (cons). The patient¿s antibiotic treatment was adjusted and ip vancomycin 2.5g daily for three weeks was added. The patient was not hospitalized and continued to complete pd therapy utilizing the liberty select cycler during recovery. The patient¿s repeat cultures (unknown date), and white cell count (date not provided) showed the peritonitis had cleared. The cause of the peritonitis was not confirmed; however, no cassette leaks or other issues with the liberty select cycler or cycler set were reported.